Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer stated that the esc, act, up, and down buttons all of sudden stopped working. Customer went to bolus and the pump kept scrolling through all the numbers. The customer took the battery out and received a battery out limit. Customer could not clear the alarm. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer stated that the esc and act buttons seemed to act up initially when he first received the pump. However, it resolved itself and has not been a problem for years. Customer declined to troubleshoot for the battery out limit alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. No battery out limit alarm noted. The insulin pump passed displacement, operating currents, self test and off no power tests. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.